Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer stated their blood glucose was 118 mg/dl and their sensor glucose was 55 mg/dl. Customer also reported receiving low alerts when they were not low. The customer was advised of the proper calibration techniques to avoid inaccurate readings. The customer was advised to monitor the issue. No additional information provided.